Event description:
Per the audiologist's report, this patient experienced a decrease in performance over time and intermittent "shocks" when using her speech processor. Integrity testing performed on 04/12/2006 revealed several open and short circuit electrodes. The device was reprogrammed, but reportedly this did not improve performance for the patient. The surgeon implanted a new device in the contralateral ear in 2006. This device was not explanted.

Manufacturer narrative:
This is the final report.